Event description:
This patient complained of increased heart rates, and a holter showed noise on the atrial lead. Output and thresholds had increased on both leads. The physician noted possible subclavian crush on a chest x-ray. Upon explanting this lead, the physician noted "significant erosion of the insulation." This system was replaced on (B)(6) 2012. Should additional information becomes available, this file will be updated.